Event description:
It was reported that following the successful placement of a trabecular micro bypass stent system, the patient experienced sudden intraoperative eye pain and nausea. Reportedly, upon examination of the operative eye, the surgeon observed that the chamber was shallow and had collapsed. The report noted that the stent remains implanted at the time of event. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Anterior chamber collapse and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Corrected data: h10- (MFR# reference: (B)(4)). MFR# reference: (B)(4).